Manufacturer narrative:
(B)(4). Date sent: 11/13/2020 additional information received: device has been discarded by the hospital.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that one staple was not formed in the right shape and remained in open staple formation. It is unknown if the malformed staple was in the crossing of staple lines. Low anastomosis approx. 3 cm from the anus. Man. No problems during ok, everything smooth patient is not obese, not pretreated. Donut 3-4mm wide, 1 piece very narrow. Crossing of anastomosis. Tightened for compression according to our standard advice. Was slightly over the middle, so relatively small staples. Slim rectum, in line with expectations. Ecps was great. Could keep the device nice and quiet during firing and could keep his focus on the video screen. Surgeon acknowledges this as a benefit. No patient consequences.